Event description:
High sugar levels [blood glucose increased]. Old one was not working correctly [device failure]. Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous case from australia was reported by a pharmacist as "high sugar levels" and "old one was not working correctly" and concerns an elderly female pt using novopen 3 (device therapy) and ongoing, protaphane penfill (long-acting human insulin) and actrapid penfill (fast-acting human insulin) from and to unk dates for an unk indication. Pt's height: not reported. Medical history: not reported. The pharmacist rang on behalf of customer, advising that the customer needed a new novopen 3, as when the customer was in hosp, the nurses advised the customer that she would need a new pen, as her old one was not working correctly. Customer was admitted to hosp three to four days ago, exact date not known by pharmacist, with high sugar levels. The customer has now been discharged, but is looking for a new novopen 3. The reporter advised that it was possible that the pen was at fault. No further info is available from the pharmacist. Outcome was not reported.

Manufacturer narrative:
Company comment: the case was analysed and it was not possible to find a root cause for the events experienced in the case, due to lack of info. MFR's comments: as it was not possible to identify the root-cause of the experienced events (B)(4), due to lack of info, no similar cases could be identified. This is a combined initial and final report, as no further info is expected.